Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the oxygen source pressure was low. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer; however, there was no response.